Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that a rise in shock impedance measurements was noted when it comes to this implantable cardioverter defibrillator (ICD). A request was sent to boston scientific technical services (ts) for review. Ts review of the remote monitoring website noted that no other values were out of range and the electrocardiograms appeared clean of noise. Normal follow up were discussed. No adverse patient effects were reported. Subsequently this device was explanted and returned. No additional adverse patient effects were reported.